Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial ablation procedure with a navistar thermocool catheter and suffered a pericardial effusion due to a steam pop. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was also performed and catheter passed. Finally, the catheter was tested for eeprom and biosensor functionality at carto system. The catheter failed during the biosensor functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the investigation it was found that the catheter failed due to a pc board issue; however the root cause of the ¿pop¿ and pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to address a potential pcb issues/intermittency.

Event description:
It was reported that a patient underwent an atrial ablation procedure with a navistar thermocool catheter and suffered a pericardial effusion due to a steam pop. The patient¿s medical history is unknown. When the physician fired the radiofrequency at the anterior edge of the left superior pulmonary vein, a "pop" and pericardial effusion were witnessed. Anticoagulant heparin was administered. The patient did not require surgical intervention, as there was no bleeding. The procedure was completed successfully using the catheter. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The product has not been returned. The product investigation is pending.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. Manufacture¿s reference no.: (B)(4).